Manufacturer narrative:
The hospital reported there was no malfunction of the instrument. The 27076a mechanical lithotrite was evaluated at the facility by our field service technician, who found it was functioning properly. Each 27076a mechanical lithotrite ships with an instruction tag attached to the lithotrite. The tag explains how to safely remove the instrument should the jaws become misaligned; hospital confirmed the tag was on the instrument.

Event description:
Allegedly, during a cystoscopy procedure to remove bladder stones, the 27074b stone crushing forceps broke and the doctor switched to a mechanical lithotrite, model 27076a, to break up the stones. The jaws of the mechanical lithotrite became misaligned and the doctor could not be remove it from the pt. Doctor switched to a cystostomy to remove the lithotrite.